Event description:
Procedure was performed in (B)(6). The customer states that the catheter did not reach the necessary temperature, so it didn't perform properly. When removing the catheter, it was noticed that there was a burnt area in the heating element.

Event description:
Investigation was completed in which an image showed fep (flourinated ethylene propylene) has the appearance of being burnt. The cause of the reported &quot;burnt area&quot; could not be determined because the device was not returned for investigation. It is possible the reported burnt area is fep on the coil segment is the result of uneven pressure applied during treatment.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.